Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a device check. Upon interrogation, the pulse generator exhibited what was suspected to be premature battery depletion. The physician had not decided on an intervention date/procedure. The patient was in stable condition.